Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged visualization of particles and evidence of water ingress to the blower. There was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path during device evaluation.

Manufacturer narrative:
A follow up report, MDR 2518422-2022-63801-1 section g3 was incomplete which should be 08/10/2022. It has been corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged visualization of particles and evidence of water ingress to the blower. There was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path during device evaluation. The manufacturer found evidence of water ingress to the blower during device evaluation. On the previously submitted report section h6 had incorrect codings as investigation findings: 213; investigation conclusions: 67, which were updated/corrected in this report.